Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and assistance with changing basal settings. The customer states their levels had been in the 400mg/dl range. The customer's most current level was 227mg/dl. The customer was assisted with settings and finding information on pup history. No further assistance needed.